Event description:
A pump was being used during arthroscopic knee surgery. It worked fine for the first half of the case, then the inflow began to run at an extremely fast rate. Another pump was obtained and the case was finished without any complications.the pump settings at the time of the event are unknown. The patient's plan of care did not change as a result of the event. The staff has not reported experiencing this kind of event before.======================manufacturer response for arthrex pump, arthrex dual wave arthroscopy pump (per site reporter).======================the arthrex rep examined the device on site and made the decision to replace with a new pump and remove the other pump from the hospital.